Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump was malfunctioning. Review of the alarm history showed that the insulin pump had returned multiple no delivery alarms. Blood glucose level was 200 mg/dl earlier in the day of the call. Caller reported that the customer was using manual injections. No further information was provided.